Event description:
It is reported that a customer was hospitalized for a high blood glucose levels. The customer stated that there were no significant events that could have led to the issue. The customer was advised by their doctor to call medtronic to trouble shoot the high blood glucose. The customer was assisted with trouble shooting and a follow up call was scheduled to attain more information at a later time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.